Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) with chest pain and palpitations. The right atrial (ra) lead was noted to have intermittent far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.